Event description:
During a breast augmentation, the pt was burned around the nipple/areola area inadvertantly. The dr states that the insulation just above the needle for some reason or other burned through at a level where an external burn wound on the skin was created. The dr also states that they have tried to protect the insulated needles and the connection to the handle with red french catheters. The dr reports that another injury of this nature occurred with this device recently. Dr notes that burn was corrected with minor surgery and permanent scarring was not anticipated.